Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Puritan bennett was not authorized to repair the unit. The customer reported to have replaced the battery and resecured the connection on the backup power source (bps). The puritan bennett customer support engineer (cse) conducted final testing.